Event description:
The manufacturers rep reported the pt was admitted to the emergency room with increased pain, redness, and swelling at the pump site. The pt was diagnosed with cellulitis - wound infection. Vitals were normal, no fever, and platelets were 24,000. An exploratory procedure "found no problem internally." A follow up report will be sent when additional information is received.